Manufacturer narrative:
Additional product code dzl. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is jnj representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020, the patient underwent open reduction internal fixation surgery for cheekbone fracture. During the surgery, the surgeon couldn¿t hold the screw. The surgery was completed successfully without any surgical delay. No further information is available. Concomitant device reported: unknown screwdriver (part# unknown, lot# unknown, quantity 1). This complaint involves one (1) device. This report is for (1) ti matrix midface screw self-drilling 5mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: investigation flow: device interaction/functional. Visual inspection: the 1.5mm matrix midface self-drilling screw (p/n: 04.503.225.01s, lot number: 5l68470) was received at us cq. Upon visual inspection, it was noticed that there were no visual discrepancies found. Functional test: the mating device (unknown screwdriver, part# unknown, lot# unknown) was not returned. Therefore, no functional test can be performed. Can the complaint be replicated with the returned devices? Unable to perform. Dimensional inspection: dimensional inspection cannot be performed due to the geometry of the device. Document/specification review: 04_503_223 rev e was reviewed. (Current and manufactured) . No design issues or discrepancies were identified. Investigation conclusion: the complaint condition cannot be confirmed for 1.5mm matrix midface self-drilling screw (p/n: 04.503.225.01s, lot number: 5l68470). A definitive root cause cannot be determined for the reported problem. No unaddressed product issues or discrepancies were observed that may have contributed to the complaint condition. No new, unique or different patient harms were identified as a result of this evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A corrective and/or preventive action has already been launched. Device history lot: sterile - part, part: 04.503.225.01s, lot: 5l68470, manufacturing site: bettlach, release to warehouse date: aug 16, 2019, expiry date: aug 1, 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Non - sterile - part part: 04.503.225.20, lot: 3l32511, manufacturing site: monument. Manufacturing location: monument, manufacturing date: may 23, 2019, part number: 04.503.225.20, ti matrixmidface screw self- drilling 5mm, lot number: 3l32511 (non-sterile). Production order traveler met all inspection acceptance criteria. Inspection sheet, inspect dimensional / final inspection, ns032748 rev aa met all inspection acceptance criteria. Packaging label log (pll) lppf rev d, lmd rev a was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 21015, tialnbri4.00, lot number: h845342. Certified test report received from perryman company dated 12-feb-2019 was reviewed and determined to be conforming. Lot summary report dated 27-feb-2019 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria device history review: aug 18, 2020: DHR reviewed by: mschoenfeld this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.